Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse called in and indicated the patient had passed away in bed. The patient's spouse further indicated that he is uncertain as to the patient's cause of death but suspected it was related to the implantable pulse generator (ipg) system. Follow up with the patient's physician was attempted to no avail.

Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.